Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a fingerstick blood glucose of 49 mg/dl after a correctly announced meal, followed by recovery to 83 mg/dl after treatment and during the call; the user acknowledged a history of incorrect meal announcements, and additional training was scheduled. Symptoms included hypoglycemia. Outcomes included the need for oral glucose. Investigation included troubleshooting with the user and education on proper meal announcements, as well as scheduling of further training. Investigation of this case revealed no device malfunction identified during phone-based troubleshooting, with user technique related to meal announcement considered a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.